Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping after having an issue with the right ventricular (rv) lead channel. The health care professional (hcp) wanted to turn off the tones. Technical services (ts) provided instructions on how to turn off the beeping. The device remains in use. No adverse patient effects were reported.